Manufacturer narrative:
(B)(4). The reported issue of increased intra-peritoneal volume (iipv) was confirmed over the phone. The device was determined to meet functional and electrical performance specification requirements per rite testing. No device failure or malfunction was identified during evaluation that would have caused or contributed to the reported difficulty; therefore the device did meet product specification related to the reported issue of iipv-adult. The cause was determined to be false empty detect and use error with initial drain alarm setting inappropriately programmed.

Event description:
A customer contacted baxter technical services (bts) regarding assistance with feeling overfilled on the homechoice machine (hc). The home patient (hp) stated the initial drain only drained out about 43ml and moved to fill 1. The hp stated he is blind and a caregiver (cg) helps him. The cg stated the hp was in pain from being overfilled so they took him to the hospital where he drained out 4500ml. The hp has a programmed fill volume of 2500ml. The technical service representative (tsr) assisted the cg to check the therapy. The therapy was continuous cycle peritoneal dialysis with a total volume of 10500ml, fill volume of 2500ml, and last fill volume of 300ml. The tsr found the initial drain alarm was set to off. The hp performs 2 manual exchanges a day of 2000ml and the initial drain is normally 2000ml. The tsr advised the cg that the hc did not alarm because the initial drain alarm is turned off. The cg stated that the nurse reprogrammed the procard for them to use tonight. The tsr assisted the cg to confirm the pro card. The tsr explained that the initial drain alarm is now set to 1700ml. The tsr explained how the initial drain alarm works and the hc will now alarm if the hp does not at least drain 1700ml in the initial drain. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional relevant information is received.